Event description:
Boston scientific crm received info that this device was explanted due to pocket infection. No other adverse pt effects have been observed.

Manufacturer narrative:
Review and confirmation of mfg records were performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.